Manufacturer narrative:
The review of the livanova complaints database review determined that present event is a duplicate of the previously communicated event submitted under MFR ref 9611109-2025-00092. Present event has been voided and additional information has been submitted as follow up of MFR ref 9611109-2025-00092.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), india. In order to solve the issue, stirrer motor and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e06 code) associated to stirring mechanism that uses too much power. The issue occurred during priming. There was no patient involvement.